Manufacturer narrative:
Additional information: section d added serial# (B)(6). Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. A kink was found on the catheter tubing approximately 57.9cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 25.7cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message. The customer disconnected the fiber optic cable and used the transduced central lumen to monitor pressure and a-line. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message. The customer disconnected the fiber optic cable and used the transduced central lumen to monitor pressure and a-line. There was no patient harm or adverse event reported.